Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl via an implanted pump. The indication use was for non-malignant pain. The patient reported that they were given a personal therapy manager (ptm) the day before yesterday. The patient stated that as of yesterday, they were not feeling the relief from the boluses. The patient asked how long the bolus should take. The agent assisted the patient through viewing therapy details: the patient saw 2-minute duration. The patient mentioned that they have gone through 5 hcps within the last year and they all 'did not know what they were doing' and the pump was programmed 'incorrectly'. The patient mentioned they had 9 spine operations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer who stated that the patient symptoms were not related to the device. Additionally, there was no issue with the pump.